Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual device indicating the cable connection broke off inside the unit. The device was not in use during this event, therefore no patient or user harmed.